Event description:
A customer reported to beckman coulter inc (bec) that there was a diluent leak under the coulter lh750 hematology analyzer. The customer stated that approximately 10-15 ml of the lh series diluent puddled under the unit and rolled onto the floor. The operator was wearing gloves, a lab coat, and eye protection at the time of the incident. There was no report of exposure to mucous membranes or open wounds, and the operator did not seek medical attention. The material safety data sheet was reviewed, and an exposure control or risk management plan is in place. The customer confirmed that there was no impact to patient results. There was no report of death, injury or change to patient treatment associated with this event.

Manufacturer narrative:
Service was dispatched on (B)(4) 2012 to address the issue and the field service engineer (fse) found that the vent line tubing had popped off because the vent port had a blockage in needle cartridge causing diluent to leak when doing vent line sensor (vls) check. The fse replaced the needle cartridge, and the issue was resolved. The leaked fluid may have contained blood, diluent, and cleaning reagent (clenz). The cause of the leak was blockage in needle cartridge. Bec internal identifier for this complaint is (B)(4).